Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for movement disorders. It was reported the dbs device had been working fine but they had some non-device related issues with their heart so they were back in the hospital this weekend and got a number of tests on the heart. They had "messed up" readings on an EKG this last sunday so they had to turn the ins off. The patient also had an echocardiogram. The patient currently was getting very bad cramps in their hands and legs that they never had before. This started one and a half hours after they started using an external halter monitor. No further complications were reported as a result of this event.